Event description:
It was reported that when using the bd pyxis¿ es refrigerator helmer bin 1.1 failed. The customer attempted troubleshooting by restart the station and trying to recover the bin; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the helmer bin 1.1 had hardware failure. A field service engineer (fse) inspection found incorrect hardware configuration and settings in the firmware. The fse reset the settings as per the manufacturer¿s specifications and had an escort perform and test each bin, leaving the device functioning as designed. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.